Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector separated from twist clamp (main body) of a minicap extended life pd transfer set. This occurred during patient treatment at home. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in d9, h3, h6. H10: the device was received for evaluation with a minicap attached to the female connector. Visual inspections with the naked eye and with magnification were performed which noted that the female connector was separated from the main body of the twist clamp on the transfer set. There was evidence on the female connector that an insert chip was present. The cause of the condition was determined to be due to inadequate solvent application to the set during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.